Manufacturer narrative:
The reported event was unconfirmed. Received 1 coude intermittent catheter for evaluation. The sample was visually examined and did not find anything to contribute to the reported event. Water was introduced into the lumen and it was found that the water flowed freely from the drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the patient was able to insert the catheter but was unable to urinate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was able to insert the catheter but was unable to urinate.